Manufacturer narrative:
E. Address exceeds characters limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum is pushed in. The following information was provided by the initial reporter translated from chinese to english: q-syte use found that the surface silicone collapse, cannot be used. The device was in use.

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined. One photograph and one unsealed q-syte was provided for investigation. The septum was caved in, so the reported complaint was confirmed. Damage to the septum may occur if the end user uses non-iso luer slip syringe body or support ribs contact the top of the device. Since the unit was received unsealed the root cause is not determined. No other similar complaints were reported from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.